Event description:
It was reported the pt is experiencing his scs ipg turning off on its own and has to use his pt programmer to turn it back on. Follow-up identified the ipg turns off when at less than half battery capacity. Am sjm rep was unable to resolve the issue with reprogramming. Additionally, it was reported the issue occurs while the pt sleeps or is sitting in a chair. Troubleshooting attempts are to be made. Also, surgical intervention will be take to replace the ipg with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.